Manufacturer narrative:
The hvad pump (hw312) and controller (con000518) were not returned to manufacturer for evaluation. Manufacturing documentation confirmed that the pump and controller met all requirements for release. Log files were not available during the reported event. A possible root cause can be due to user error when the patient switched himself from ac to batteries and inadvertently disconnected his pump cable. Although the reported event could not be confirmed we will continue to monitor, track and trend events of this nature. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The heartware system instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of the driveline. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device management; additional guidelines instruct the user on how to detect and react to a disconnection of the driveline from the controller. Even though this is a failure mode that could potentially lead to patient harm, clinical results and commercial demonstrate that the clinical benefits of the usage of the hvad system outweigh the analyzed risk. It can be concluded that the known and foreseeable risks in an event associated with a disconnection of the driveline from the controller, wherein the hvad pump stops and successfully restarts, are minimized and acceptable when weighed against the benefits of the intended performance per risk management processes. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4). Controller - con000518/ 1401de- expiration date: 09/23/2009 - device manufacture date: 09/01/2008. (B)(4).

Event description:
Approximately two years after implantation, as described by the site "a patient, which had been readmitted to the hospital due to right heart failure, with the pump implanted 2 years ago, was found with emergency alarm in this bed. At this time the patient was slightly disorientated, probably due to low sodium levels. It seemed that the patient had wanted to go to the toilet and switched himself from ac to batteries and inadvertently disconnected his pump cable. From the psychological status of the patient in the afternoon suicide attempt was most probably excluded. The two nurses, which had been trained on the system did see the alarm "vad gestoppt" and "verb-kabel anschl" but did not realize that the driveline was not connected to the controller. The site indicated that the connector had slipped below the patient and they did not realize that one connection was missing. Also, the message text was not interpretable: a) the "verb-kabel anschl", (i.e. "Verbindungskabel anschliessen" =in translation: "plug in connection cable") was related to the power supply cables, which were properly connected. B) "pumpe gestoppt" was probably interpreted as an active action done before (in (B)(6) the meaning of these words is rather an action approximating "somebody has stopped the pump", whereas in english the meaning can be both passive and intransitive: "the pump has stopped per se"). The audible alarm seemed confusing due to its very loud sound. Amazingly this could also not be solved by two other nurses, so that they started manual reanimation together with the emergency team which was immediately informed. Only at this time our perfusionist was telephonically contacted, and with his advice the situation could be immediately solved. However the patient had already been intubated, it was decided to cool him externally for protection, and he was brought to the ICU. He recovered completely, without any remaining sequelae." The problem was solved without any reported patient injury. The product will not be returned for further analysis. No additional issues have been reported since this event. No further information is available at this time.